Event description:
A malfunction alarm labeled malfunction code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, verified the shipping address, explained how to put the pump into storage mode, and instructed the customer to return the pump within ten days using a prepaid label. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.